Event description:
It was reported that the transducer did not hold "zero" during the procedure. The device was being used in a diagnostic left heart cath. During the case, the edwards representative observed proper set-up of the dpt, flushing and zeroing. The baseline aortic (ao) and left ventricular (lv) pressures were recorded and then the lv angiogram was performed. After the lv angiogram was completed, the lv end diastolic pressure (edp) was reading higher than the baseline reading. The physician requested re-zeroing of the line and when the dpt was opened to atmosphere, it was noted that the zero was now off by 7mmhg. The unit was then re-zeroed and the case proceeded without further incident. No patient injury occurred.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital before the edwards representative could intervene. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore, review of the manufacturing records could not be completed.